Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end, and the conductor wire was exposed. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to the product. There was no indication that there was a recurrence of the issue. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 27-may-2021 via system serial# (B)(4). There were 11 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage, with no evidence or claim of mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the wire at the tip of the fenestrated bipolar forceps was found to be exposed. There was no report of patient involvement.